Event description:
Procedure: urological / gynecological. According to the reporter: the pt underwent an anterior and posterior repair procedure for treatment of pelvic organ prolapse. The pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries.

Manufacturer narrative:
(B)(4). MDR ref #: 9615742-2011-00074 (avaulta posterior) 9615742-2011-00078 (avaulta anterior). Note: this report corresponds with bard's report (B)(4) for an "uretex".